Event description:
The user facility reported their sterilizers were leaking steam. No injuries or procedural delays/cancellations were reported. The fire department was dispatched to the facility due to the steam leak. No evacuations were required.

Manufacturer narrative:
A steris service technician arrived at the facility and was informed the facility's maintenance department had recently performed repairs to the facility's steam supply lines. The steris technician measured the facility's incoming steam pressure and found the pressure was above 110 psi. The installation guide for the century sterilizer states the incoming steam supply should be between 50-80 psi. While onsite, the steris technician discussed the required specifications for the incoming steam pressure with the user facility's engineering department. The technician adjusted the facility's steam regulators, performed the necessary repairs to the steam sterilizers, ran a test cycle and confirmed the units were operating to specification. The sterilizers are currently under steris service contract and received preventive maintenance in june of 2014 at which time the units were confirmed to be operating to specification.